Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this device displayed a red warning screen with the message that the device required immediate attention. Boston scientific technical services (ts) was contacted and it was confirmed after reviewing stored data that the warning was caused by a da error. This memory corruption (bit flip), which may be caused by environmental factors, occurred in late- (B)(6) 2014 causing a temporary reset that was self-correcting. The device appears to be functioning properly. The local representative was informed that this was a benign error and patient therapy was not affected. No adverse patient effects were reported. The device remains implanted and in service.